Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Angiographic records submitted for review confirmed severe aortic insufficiency was present and concluded that the first valve was implanted at a good depth and severe paravalvular leak (pvl) was seen on the angiogram. There were no echocardiograms to confirm the pvl. It was confirmed that the valve was constrained which led to the multiple post dilatations, two of which appeared to have over-expanded the waist of the valve. The severe aortic insufficiency was confirmed on angiogram and it was not resolved by the balloon aortic valvuloplasty (bav). Transesophageal echocardiogram (tee) imaging was not provided. Therefore, the central aortic insufficiency which reportedly resulted from a tear (leaflet damage) could not be confirmed. A second valve was implanted yielding a good result. The reported pvl can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. The cine review confirmed that pvl was present, but the cause of the pvl could not be determined. Multiple factors can affect frame expansion or compression, such as patient anatomy (e.g., calcification location and levels) and procedure related factors (e.g., valve positioning). Based on the cine review, the valve appeared to be constrained, but a conclusive cause for the under-expansion is unknown. The reported central aortic regurgitation resulted after post-implant bav and was most likely related to leaflet damage from over-expanding the waist of the valve, as seen on the cine review. This is also consistent with the reported information about leaflet damage that occurred during bav with the 28 mm balloon. Per the device instructions for use (IFU), ¿to ensure patient safety, valve size and patient anatomy must be considered when selecting size of the balloon used for dilatation. The balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus or, for surgical bioprosthetic valves, the manufacturer¿s labeled inner diameter.¿ in this case, after the second valve was implanted valve-in-valve, there was no more central aortic regurgitation and only mild pvl. A mild pvl has minimal impact on the patient and is generally deemed as an acceptable residual condition. The patient remained hemodynamically stable throughout the procedure and no further adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately following the implant of this transcatheter bioprosthetic valve, moderate paravalvular leak (pvl) was observed on both angiography root shot and transthoracic echocardiogram (tte). Diastolic pressure increased from 30mmhg pre-procedure to 45mmhg. The valve frame appeared constrained, at a depth of 6mm on the non-coronary cusp (ncc) and 8mm on the left coronary cusp (lcc) without any impingement of the mechanical mitral valve. A post-implant balloon aortic valvuloplasty (bav) was performed using a 28mm balloon and fully expanded the frame but the pvl did not decrease. The diastolic pressure decreased to 40mmhg. A second bav with a 28mm balloon was performed but did not reduce the pvl. The diastolic pressure decreased to 35mmhg. The origin of the regurgitation was difficult to distinguish, but it appeared more central than pvl and increased to moderate-severe on tte. A third bav was performed, with a 30mm balloon but did not reduce the pvl. The diastolic pressure decreased to 30mmhg. Transesophageal echocardiogram (tee) was utilized and could not visualize lcc bioprosthetic leaflet movement but showed severe central aortic regurgitation (ar) in the area of the lcc leaflet which was reported to be caused by leaflet damage that occurred during bav with t he 28 mm balloon. Subsequently, a second transcatheter bioprosthetic valve was deployed 6mm higher than the first valve on the ncc and 10mm on the lcc. At (B)(4) deployment of the second valve, the diastolic pressure immediately increased to 50mmhg. Tee showed mild pvl and no central ar. Upon full release of the second valve, the pvl decreased to trace-mild. Left ventricle and aortic pressures showed good diastolic separation with a diastolic pressure of 52mmhg and a left ventricular end-diastolic pressure (lvedp) of 10mmhg. It was reported that the patient remained hemodynamically stable throughout the procedure. No further adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.